Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 8 months after the dental implant was installed in the patient's mouth it was verified its non osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.